Manufacturer narrative:
The lens was returned wrapped in white gauze. Solution and blood was dried on the lens. One haptic is broken. The optic edge is torn. The optic is torn/cut in two pieces, typical of an insertion and removal. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint of "poor vision, replaced iol". Power and resolution testing could not be conducted because of the lens in two pieces. This is typical of an insertion and removal. Additional lens damage was observed. The root cause of the additional lens damage may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that two months after an intraocular lens (iol) was implanted, it was exchanged due to the patient's complaint of poor vision.